Event description:
The patient presented with aortic insufficiency. An intraoperative echo performed at implant was normal. At explant, there was a hole in one of the leaflets. A 23 mm sjm trifecta valve was implanted.